Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies of corrosion and-or wear and-or lubrication; and stall due to shaf t-bearing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID, 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015 information was received from a consumer regarding a patient receiving intrathecal dilaudid 30 mg/ml at 20.040 mg/day via an implanted pump system. Additional information was later received from a representative and healthcare provider (hcp). On (B)(6) 2015, error code 8476 was observed on the personal therapy manager (ptm) which was indicative of a motor stall. The patient had not heard a pump alarm. The patient stated that they were more and more uncomfortable on (B)(6) 2015. They were taking 2 oral dilaudid doses, but they were still uncomfortable. The patient did not have an MRI. They experienced withdrawal symptoms and went to their hcp's office. A rotor study and dye study were not performed. Interrogation of the pump on (B)(6) 2015 revealed a motor stall occurred on (B)(6) 2015, a recovery occurred on (B)(6) 2015, and another motor stall occurred on (B)(6) 2015. The pump was replaced on (B)(6) 2015, and the patient recovered without sequela. Additional information was requested to determine if the cause of the motor stall was determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.